Event description:
The customer went to the emergency room (ER) with a blood glucose level of 38 mg/dl. Suspected cause was customer administering multiple boluses and stacking insulin delivery. Reportedly, the customer lost consciousness and was transport to the ER by emergency medical services. The customer was treated with intravenous fluids of saline and glucose, which resolved the issue and was released the same day. Reportedly, the customer sustain some bruising on her arms and chest but had no permanent damage. The customer reverted to an alternative method of insulin therapy.